Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a CT angiogram (cta) revealed a non-occlusive plaque in the outflow graft. It was reported that the patient had unchanged symptoms of shortness of breath. The patient also had significant pulmonary disease, so it was reportedly not clear whether any decrease in flow through the lvad was causing any symptoms.

Manufacturer narrative:
The report of a non-occlusive plaque within the outflow could not be confirmed through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Thrombus and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.